Event description:
During attempt to insert central line, difficulty was encountered when removing the guide wire. Upon removal of the guide wire it shredded apart. Staff were unable to determine if all pieces were attached.